Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis and an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use a 980 ventilator generated an error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found the battery would not charge or power on the ventilator. The (se) replaced the placed the battery. The (se) update software, performed calibrations and extended self-testing on the device and all tests passed.